Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message.no death or serious injury was associated with this incident.this report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and observed a broken plunger clamp. The fe replaced the plunger clamp and lld spring. The fe performed splld checking procedure for sample and reagent and ran a test plate using the customers' software. All test plate wells had sample fluid pipetted properly into them. Repairs have returned this instrument to expected operation.